Event description:
It was reported that the device had error code 242.4030. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 25nov2015 to present date 08dec2020, and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200217352 for test failure - rate/volume; out of range which does not correlate to the customer reported issue.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had error code 242.4030. No patient involvement.